Event description:
The customer alleged the audio alarm is functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported alleged event. The cse replaced the audio alarm as a precautionary measure, the unit passed extended self testing. There was no pt involvement.